Event description:
It was reported that during a visceral procedure, the device would not staple and would not cut. A third device was used. A competitor's device was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4).. Device b: batch#= y5fu30. Mfg date: 06/16/2005, exp date: 05/16/2010. Device a and b: damaged firing trigger teeth. Eval summary: the analysis results found that instrument a device was received with the firing mechanism damaged and with a reload loaded in the device. The reload was received partially fired and with no damaged to the lockout mechanism. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth and trigger post were found broken. While no conclusion could be reached as to what caused the firing mechanism to fail, it is possible that the device was attempted to be fired on thicker tissue than indicated or attempted to be fired through locked reload in previous firings. It should be noted that a 100% inspections take place during manufacturing to ensure the device meets the required specifications. The analysis showed that device b was received in good visual condition and with a reload loaded in the device. The reload was received partially fired and with the reload lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. The returned device was found to be non functional as the firing mechanism was noted to be damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. A batch record review was performed and no anomalies were found during the manufacturing process.